Event description:
It was stated that the no delivery alarm was no longer working. The high pressure test was performed twice and the insulin pump did not alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.